Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32097 was triggered. The usm was then installed onto a pftp where the fiber test fail on rolling loop fiber. Once testing was completed, the rolling loop fiber was inspected and verified to be the source of the fault. As a result, failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable errors on the universal surgical manipulator 1 (usm1). The system logs confirmed a repeated error 32097 on the axes control motor. The technical service engineer (tse) advised that the usm1 could be disabled to stop the error. The procedure was completed with no reported injury.